Event description:
The customer reported falsely elevated Alinity c Glucose result generated by the Alinity c Processing Module for multiple patients. Additionally, error code 3006 Liquid not found for R1 pipettor at position was also generated on the Processing module. Results were NOT reported to medical provider. The following data was provided: Customer¿s reference range: 70 to 110 mg/dLPatient 1 ( No SID)= Initial result =776 mg/dL, repeat result =135 mg/dLPatient 2, SID: (b)(6) = Initial result =419 mg/dL, repeat result =104 mg/dL (on reference Alinity c)Patient 3, SID: (b)(6)= Initial result =513 mg/dL, repeat result =175 mg/dL (on reference Alinity c).There was no impact to patient management reported.

Manufacturer narrative:
The Field Service Representative (FSR) inspected the module and performed multiple troubleshooting procedures including checking the PM sensor, and inspection of the R1 probe alignment. The PM. Sensor (C-35016427-02),Tbg, Syringe valve to Syringe, R1 (C-35016435-01) and Tbg, Syringe to PM Sensor, R1 (C-35016432-02) was replaced by FSR and the replacement resolved the issue. No additional discrepant results have been reported since the service activity was completed. The instrument service history review for (b)(6) revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the replaced parts did not identify any trends. A review of tracking and trending did not identify any similar issues related to the Alinity system, replaced parts, or discrepant results as described in this complaint. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The Alinity ci-series Operations Manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The Alinity c Service Documentation provides instructions for the removal, replacement and verification of the replaced parts. Based on the available information, no systemic issue or deficiency of the Alinity c Processing Module, serial (b)(6), Sensor (C-35016427-02),Tbg, Syringe valve to Syringe, R1 (C-35016435-01) and Tbg, Syringe to PM Sensor, R1 (C-35016432-02) was identified.